Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.75 x 12mm synergy stent was advanced to treat the target lesion. However, the device failed to cross the lesion and the stent part got lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.